Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer also reported having a blood glucose level of 500 mg/dl and receiving another no delivery alarm when he tried to bolus. Blood glucose level was 500 mg/dl at the time of the call. No further information was provided.